Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patency capsule was slow to dissolved or retained to the patient with chron's disease. The capsule was administered and the patient complained of nausea, vomiting and abdominal pain 2 days after capsule placement. The patient returned to the physician, they performed a kub (kidney, ureter and bladder x-ray) and confirmed that the capsule was still intact. The patient continued to exhibit pain and discomfort. When a second kub was performed, the capsule had almost dissolved. The patient is now stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patency capsule was slow to dissolved or retained to the patient with chron's disease. The capsule was administered and the patient complained of nausea, vomiting and abdominal pain 2 days after capsule placement. The patient returned to the physician, they performed a kub (kidney, ureter and bladder x-ray) and confirmed that the capsule was still intact. The patient continued to exhibit pain and discomfort. When a second kub was performed, the capsule had almost dissolved. The customer confirmed that the patient was stable and the capsule had dissolved.